Manufacturer narrative:
No unresponsive buttons noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. No unlocked connector at the lcd board noted. The insulin pump had cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corners, broken belt clip slot and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she was pressing the buttons nothing made a response. The customer stated that the device was not exposed to water and she doesn't recall dropping it. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.